Manufacturer narrative:
Additional information received that he patient was discharged home after the case without any medical issues, and the urethra was damaged by the physician. The device is not being returned.

Event description:
It was reported that the patient experienced a surgical procedure to remove an artificial urinary sphincter(aus) cuff due to a damaged urethra. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a surgical procedure to remove an artificial urinary sphincter(aus) cuff due to a damaged urethra. A patient outcome was not reported.